Event description:
Ae#1 update: ae becomes sae: ulnar component has perforated the ulnar cortex on xr (B)(6) 2021. Listed for removal of ulnar component debridement and biopsies. IV antibiotics post operatively. Wounds healed well. Date of reoperation: (B)(6) 2021. Re-operation with implant extraction.(humeral component retained - well fixed). (Humeral component retained: well fixed. 1st of planned 2-stage revision for ulnar component). Subject ID: (B)(4).

Manufacturer narrative:
The device will not be returned. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
The reported event could be confirmed since x-rays were returned for evaluation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. The medical opinion of a medical expert was requested to evaluate the risk of this event: after review of the welbow report ¿ ¿the provide x-ray show indeed loosening of the cemented ulnar component of a latitude elbow prosthesis. There is migration of the ulnar component with perforation of the ulnar component through the ulnar cortex. On the x-rays, the radial component was not in place anymore. The proximal radius shows signs of earlier surgery with some bone cement still in place. Loosening of a prothesis is multifactorial, but altered joint mechanics, poor bone quality (in this patient with chronic kidney disease, weakening of the bone called renal osteodystrophy might have been the case). Unfortunately to fully assess the case, a chronologic set of x-rays would be helpful, since without dates and a complete view on the events, determination of the actual cause is impossible. Furthermore, the patient data are very sparse in the welbow report. I couldn¿t find any information on the indication of the index (primary) surgery, no information whether a radial component was used in the primary surgery etc. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
Ae#1 update - ae becomes sae. Ulnar component has perforated the ulnar cortex on xr (B)(6) 2021. Listed for removal of ulnar component debridement and biopsies. IV antibiotics post operatively. Wounds healed well. Date of reoperation:(B)(6) 2021. Re-operation with implant extraction.(humeral component retained - well fixed). (Humeral component retained - well fixed. 1st of planned 2-stage revision for ulnar component). Subject ID: (B)(6).